Event description:
Handheld device information was obtained for the handheld in question. There was also no actual malfunction of the device as the lock button was just on causing the issue.

Event description:
It was reported that the physician was having problems with her handheld computer and wanted to get rid of it. The physician does not currently have any vns pts anyway. Attempts for further info and product return have been unsuccessful to date.

Manufacturer narrative:
Correction: no malfunction actually occurred, as lock button was on, causing issue.